Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient experienced near syncope from hypoglycemia. The cgm was reading 86 mg/dl and the blood glucose reading was 36 mg/dl. The patient's spouse assisted the patient with consuming carbohydrates and she recovered at home. The product was not evaluated because sensor has been compromised and the environment in which the system failed cannot be replicated. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the c zone of the parkes error grid. No additional patient or event information is available.